Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Complainant in japan reported the patient was on impella cp due to acute myocardial infarction/ventricular fibrillation. While on support, the patient had chest compressions and open chest hemostasis was required. The impella moved into the aorta side and the impella was replaced due to the malposition. Reportable due to positioning issues and necessary intervention.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.